Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. No device intervention was performed. The patient was asymptomatic and stable.